Event description:
Customer's husband reported, the customer had a blood glucose level of 41 mg/dl. Customer's husband stated that the low blood glucose level was treated with a meal. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.